Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a tortuous anatomy. Right femoral vessel was selected as the access site. It was difficult to advance the 14fr, non-abbott introducer sheath (is); small non-abbott wire was advanced to the ventricle. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 25mm, non-abbott balloon and reportedly insufficient. Was removed then flexnav ds was introduced into the patient's anatomy. During the procedure, ds was advanced through the non-abbott wire but resulted in a little kinking at the common iliac vessel. Ds was removed showing no visual damages then a new small non-abbott wire was replaced with a second different non-abbott wire as a buddy wire. On the second attempt to advance, kink was observed once again and appeared that the nosecone was pointed down while the rest of the valve capsule was upwards then replaced with a new large flexnav ds and loaded with a new 29mm, navitor vision valve. A 20fr, non-abbott was inserted and advanced without difficulty. Ds was inserted without any issues, and the valve was able to be implanted successfully at a depth of 4-5mm on the non-coronary cusp (ncc) with one partial recapture due to the valve being deeper at the left-coronary cusp (lcc). No aortic regurgitation (ar); upon removal of the ds and non-abbott is from the patient's anatomy. The patient became hypotensive; angiogram showed a major bleeding at the common iliac. During the 30-minute cardiopulmonary resuscitation (CPR), the vascular team surgically opened the vessel and applied a patch to repair the hole. The patient became hemodynamically stable; transesophageal echocardiogram (tee) showed stable valve with no ar and functional leaflets. The implanter classified the adverse events as being related to the performance of the non-abbott wire. The patient's current condition is unknown. On (B)(6) 2026, the patient was in a recovering condition and on follow-up, they were discharged.